Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The customer's biomed inspected the device and could not reproduce the reported event. The unit passed extended self testing.